Manufacturer narrative:
A getinge field service engineer (fse) checked the ultrasonic doppler machine with a probe and found some cut up cotton threads were pasted on the tip. The fse checked the unit with a new 09v dura cell battery which did not rectify issue. Then the fse cleaned the units probes tip properly and then checked unit and its ok. The unit is working fine and both the machine and probe are ok. The machine was handed over to the department under knowledge of perfusionst in good working condition.

Event description:
It was reported thatbefore use, the cs300 intra-aortic balloon pump (iabp) doppler is not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).